Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 17sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. CAPA reference :n/a. Customer stated that there is no patient involvement.

Event description:
Service-case #: (B)(4) - npi 8100 error code 200.5040. Other- specify in comments. 8100 error code 200.5040. It was reported there was no patient involvement. Case resolution: reflash software/ I explain to the customer that he needed to re flash the 8100 due to that when he changed the logic board he wiped out the software version. The customer said ok and the call was ended.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 17sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer reported problem was confirmed. Customer stated that there is no patient involvement.

Event description:
(B)(4). Reflash software/ I explain to the customer that he needed to re flash the 8100 due to that when he changed the logic board he wiped out the software version. The customer said ok and the call was ended.

Event description:
Service-case #: 01170941 - npi 8100 error code 200.5040 other- specify in comments 8100 error code 200.5040. It was reported there was no patient involvement. Case resolution: reflash software/ I explain to the customer that he needed to re flash the 8100 due to that when he changed the logic board he wiped out the software version. The customer said ok and the call was ended.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 17sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. CAPA reference :n/a customer stated that there is no patient invovment.